Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Testing results: returned strips: lot# 368871-21. Qc 1: 2.3 inr , qc 2: 2.3 inr , qc 3: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The maximum difference between measurements was 0%.

Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The customer complained of questionable inr results form a coaguchek xs meter serial number (B)(4) from two different strip lots. This medwatch will cover strip lot 36887121. For information on strip lot 35349723 refer to the medwatch with patient identifier (B)(6). At 8:38 am the result from the meter was 2.0 inr and at 9:00 am the result from the meter was 2.5 inr. Separate fingers were used for each test. The customer's therapeutic range is 2.5 - 3.5 inr. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, no changes in medication, diet, or illnesses, no adjustments in warfarin dosage, and no signs of bruising or bleeding. The customer's meter and test strip lot 36887121 were returned. Replacement products were sent. Relevant retention test strips (lot 353497 and 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.